Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from USA stating that the red o-ring of the device was discovered missing after a neuro procedure. There was no pt or user injury, delay or med intervention reported. There was no add'l info provided.